Event description:
Country of complaint:(B)(6). Suture breakage at the arming zone.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 20 unopened and 6 opened racepacks. There are two previous complaints of this code batch, one of them regarding thread breaking and the other regarding needle detachment. The (B)(4) unites of this code batch were manufactured and distributed, there are no units in our stock. We have received 20 closed samples and 6 open and manipulated samples, four of them with the needle detached from the thread (there is no needle inside the pack and the thread is still wound on the pack). Knot pull tensile strength and needle attachment of the closed samples received was tested and the results fulfill the requirements of the OEM. As stated in the instructions for use: "when working with suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked". Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Corrective/preventive action; corrective action has been initiated by the OEM.